Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that patient had vasospasms. The target lesion area was located in the common hepatic artery. A 200cm x 10cm fathom -14 guidewire was selected for use. During the procedure, it was noted that the patient had vasospasms for a couple of seconds. The physician noted that the hardness of the wire increased. The device was pulled out directly without difficulty. The procedure was completed with the original device used. No complications were noted and the patient was stable after post procedure.